Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging an issue with her onetouch delica lancets; she reported experiencing an allergic reaction on her fingers. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged lancet issue began on (B)(6) 2020 with a new box of lancets. The patient stated that she manages her diabetes with oral medication and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported experiencing allergic reactions right after she proceeded to puncture her fingers. The patient informed the cca that she tried different fingers for the fingertip puncture but each finger had the same reaction. In response to the symptoms, the patient reported attending the doctor's office on (B)(6) 2020 where she received advice from her doctor to take benadryl to help calm down the reaction. At the time of troubleshooting, the cca noted the lancets were within the expiry date. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an allergic reaction after the alleged product issue began.